Manufacturer narrative:
The initial report had the incorrect information related blood glucose. The correct information has been provided with this report.

Event description:
It was reported that 524 is time in alarm history of the bg required alarm and it was not blood glucose level.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 524 mg/dl at the time of incident. The customer was assisted with troubleshooting. The device will not be returned for analysis.